Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the ccd driver pcb fluid damage, the lg cable connector fluid damage, the objective lens unit cracked, the lcb distal cover glass dusty, the air/water socket leak, the distal body worn out, and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.